Event description:
Physician reported a cornual ectopic pregnancy post-essure placement which required surgery. Physician reported that hsg showed tubal occlusion. Several attempts were made to obtain further info from physician, but no response was received.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.